Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to the following: - physical stress was applied to the insertion section while the user was handling the device which led to damaged charge coupled device unit. - the device leaked while the user was handling the device, and water invaded. Due to the water invasion, abnormality of electronic parts occurred. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. In addition to no images with an error b30. The following was found: lack of data after aeration, an instrument channel scope leakage, an unusual restriction in the insertion tube's forceps passage and brush passage, a non-functional switch 1 and switch 4, dents throughout the insertion tube, and fluid invasion in the body control unit and scope connector. (Which after aeration, the scope connector adhesive was found to be dry). The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope gave a scope error when plugged in. It was added, that the top of the scope is bent and might be smashed. This occurred during preparation for a diagnostic procedure. And the procedure was completed with a similar device. There was no report of patient harm. The device was returned and evaluated, and a no image issue was found with error code b30. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.